Event description:
The customer reported that the system's touch screen would not work properly. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the general purpose operating system and adjusted the 5vdc voltage at the fluoro functions board, and reseated the connector on the power supply, and the fuse at the power distribution board. The system was tested and found to be working as intended and put back in svc.